Event description:
It was reported that indicated battery charge dropped quickly from 80% to 3% without any low power alerts or shutdown alarms, and issue was ongoing at time of call. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior and best practices, was advised to monitor system and call back if issue persisted, and due to multiple prior battery issues with supporting photos, technical support and higher-level review determined pump was unsafe to continue using and arranged pump replacement.